Manufacturer narrative:
Manufacturer's report date: 11/26/2008.

Event description:
Customer reported set leaked from silicone segment during tpn infusion that had been started the previous evening. Nurse opened pump door, and noted leak near upper fitment. Tubing has been requested for evaluation, but has not been received to date. Follow-up report will be filed if set is received at later date.